Event description:
It was reported that the lead dislodged and loss of capture were observed. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.